Event description:
At 1800, a 1 liter bag of saline was hooked onto tubing. At 2200, bag was found to be empty. Tubing was not clamped, no water leak noted. Nurse aspirated injectate syringe and found the one-way valve ineffective. Physician was notified and lasix was ordered. The tubing system was discarded inadvertently.